Event description:
It was reported that pt reported their implant never did any good for them. When pt got going and moving fast, pt became 'locked up' ,they would become "frozen" and unable to move. Pt said they experienced the same thing with a prior ins as well but thought that one was from a different company. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).